Event description:
The reporter states doing meter to lab comparison tests, approximately 45 minutes apart. Rptr's meter reading was 119mg/dl, and the lab test result was 180mg/dl. Rptr did not have any symptoms. Control testing was not done due to lack of solution. On f/u, the rptr states checking for blue confirmation dot, and described a precise testing technique. Rptr had never cleaned meter. No harm was alleged.